Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to device unrelated systemic infection. Patient was pacemaker dependent so a right ventricular lead was placed through internal jugular vein. Patient was doing fine post-procedure.

Manufacturer narrative:
Date of explant should have been (B)(6) 2018 rather than (B)(6) 2018. Patient was placed on temporary pacing and infection was cleared with antibiotics. The device was explanted and replaced on (B)(6) 2018 with no complications. Patient was fine.

Event description:
Correction: patient was placed on temporary pacing and infection was cleared with antibiotics. The device was explanted and replaced on (B)(6) 2018 with no complications. Patient was fine.